Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-10192. It was reported the patient controller was not able to program the ipg to MRI mode due to low impedances. Surgical intervention may occur later to address the issue.

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2018-10192. It was reported the patient underwent surgical intervention wherein the scs system was revised, and the percutaneous lead was explanted and replaced with a penta lead. Therapy was established post operatively.